Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump was not delivering insulin and was not giving any alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with insulin pen and manual injections. The customer stated that she tried manual bolus but the insulin did not come out. The customer stated that the insulin pump was showing that it was delivering but the blood glucose was not coming down. The customer was unable to troubleshoot at the time of call. The customer stated that she will call the help line. The insulin pump will not be returned for analysis.